Event description:
Plaintiff was implanted with the ams monarc on (B)(6) 2009. Plaintiff's attorney has alleged that the plaintiff has "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," has sustained permanent injury, along with other damages. Plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and has had" extensive medical treatment, including, but not limited to, operations to locate and remove the products, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.